Event description:
Found a red discoloration at the end of the tubing (where tubing and needle connect). The discoloration looks like blood. The pt used the needle from the infusion set 2 days ago (one day before discovering the discolored tubing). The tubing was not used.